Manufacturer narrative:
Device received and evaluated. Reported issue of shaft frosting confirmed. Root cause determined to be the failure of a solder joint.

Event description:
Shaft frosting. During the pretest freezing this probe shaft had frosting on it.